Event description:
During the procedure the sgw atw .014 str floppy 195 cm guides got frayed loosing rotation and advancement capability.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint report stated that the atw steerable guidewire "got frayed losing rotation and advance capability." Multiple attempts to obtain additional information were unsuccessful. The product was not returned for evaluation; it was discarded at the account. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The complaint could not be confirmed without a product return. With such limited information, it is not possible to determine what factors may have contributed to this report. No actions will be taken at this time.